Event description:
It was reported the impedance out of range was found (1 month to a year and a half after a new implantable neurostimulator was placed using an adaptor). It was unclear that if it was caused by the open/close circuits. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Upon further review, it was found that the following product should have been added to concomitant products: product ID: neu_adaptor_acc; product type accessory.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v025540, implanted: (B)(6) 2007. Product type: lead: product ID 3387s-40, lot# v020186, implanted: (B)(6) 2007. Product type: lead. (B)(4).